Manufacturer narrative:
The field service engineer (fse) was at the customer site on 02/16/2016. The fse found that strip reader module (srm) failed to initialize. He replaced the srm to resolve the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that there were false negative urine bilirubin results for controls run on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.